Manufacturer narrative:
.

Event description:
The customer reported that they had a "speaker malfunction" error; they were unsure if the speaker produced sound at the time of the event. At the time of the alleged malfunction, the device was being used for clinical monitoring. There was no adverse event or patient harm reported.